Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow-up this pacemaker exhibited signs of noise and oversensing as the suspected result of minute ventilation (mv) sensor interference. The physician elected to reprogram the device to no longer utilize the mv sensor. The duration of pacing inhibition could not be obtained. No adverse patient effects were reported. This system remains in service. This device was included in the recent mv sensor signal oversensing advisory population.